Event description:
It was reported that the gasket of the transcatheter aortic valve jar became adhered to the jar rim, and a jar lid particulate was observed. The valve was never implanted and was replaced. No patient complications were reported as a result of this event. Additional information was received that the jar lid seal/gasket was damaged which resulted in part of the seal being stuck to the glass container. There was no particulate that fell into the valve solution.

Manufacturer narrative:
Updated: b5, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the device was received in its original product packaging. The outer packaging box was not returned. The original packaging top insert foam was not returned; therefore, an evaluation of the temperature indicator could not be performed. The jar label showed dried glutaraldehyde stains and appeared tattered. Glutaraldehyde stains were observed. The jar safety seal was broken. There was presence of gasket remnant on the rim of the jar. There was presence of crystallized, dried glutaraldehyde along the threads of the jar. Loose pieces of gasket were noted on the rim and/or outside of the jar. There was presence of white particulate in the jar. There was no damage on the threads of the lid. The gasket showed damages in the rubber material consistent with residual gasket fragments observed on the jar rim. Loose pieces of gasket were noted inside of the lid. The mold cavity number for the jar was 5, and the mold cavity num ber for the lid was 1. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis have confirmed the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Updated data: b5, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the jar was difficult to open.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the gasket of the transcatheter aortic valve jar became adhered to the jar rim, and a jar lid particulate was observed. The valve was never implanted and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected data: product analysis corrected to include: due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the gasket of the transcatheter aortic valve jar became adhered to the jar rim, and a jar lid particulate was observed. The valve was never implanted and was replaced. No patient complications were reported as a result of this event. Additional information was received that the jar lid seal/gasket was damaged which resulted in part of the seal being stuck to the glass container. There was no particulate that fell into the valve solution. Additional information was received that the jar was difficult to open.